Event description:
It was reported that during a da vinci s prostatectomy procedure the surgical staff experienced scope alignment issues, focus issues, a recognition issue on one of the instrument arms, and poor image color quality. The patient was under anesthesia and the port incisions had been made when the surgeon decided to abort the planned surgical procedure and reschedule it for a later date. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) concluded that the vision issues were associated with the site's endoscopes and camera heads. The fse also determined that the instrument recognition issue was caused by a faulty instrument cannula mount. The fse repaired the system by replacing the camera heads and affected instrument cannula mount. A replacement endoscope was also sent to the site. The system endoscope projects light from the illuminator onto the surgical site and the video image of the surgical site captured by the endoscope is sent back through left and right channels to the camera head. The camera head produces three dimensional images to the da vinci system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. Each instrument arm has a cannula mount installed. The cannula mount is a clamp which holds the cannula to the instrument arm. The cannula mount sensor is inside the cannula mount and detects which type of cannula is use so that surgical motion can be controlled accurately. As of february 22, 2012, there have been no reported recurrences of the issue at this hospital.